Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided pump reset information and assisted with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose.